Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was 200 mg/dl. The customer reported that they had button issues. The customer stated that an alarm was not in progress at the time the button was unresponsive and the vibrant was not working while it was on. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No audio anomaly and no keypad unresponsive or button error alarm during testing. No exposed to moisture during visual check. Insulin pump received with minor scratched lcd window and cracked select button keypad overlay.